Event description:
Healthcare professional reported that patient was injected with juvederm vista volift xc and juvederm vista voluma xc in lower eyelid, cheek, and tear trough and immediately experienced an embolism. Patient was treated with 1500u of hyaluronidase and prostaglandin. One month later, symptoms were almost resolved with only pigmentation remaining. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03107 (allergan complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvederm vista volift xc.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm® in the lower eyelid and experienced an embolism. Patient was treated with 1500u of hyaluronidase and prostaglandin.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected with juvederm® in the lower eyelid and experienced an embolism. Patient was treated with 1500u of hyaluronidase and prostaglandin.